Event description:
Per rep and contact - the device was pretested and worked well. During procedure, under fluoroscopy, the device was placed down an olympus p160 scope to take a tissue sample in the left lower lobe. On the first path, a regular-sized bite was taken. When the device was pulled out of the patient, contact noticed that although a bite had been taken successfully, one of the cups on the forcep was missing. The cup was visualized with fluoroscopy. Contact states that cup was left in left lower lobe. Md felt this was not a problem because piece was so tiny and she expected patient to cough it out. Hospital is filing medwatch.